Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a lead warning was observed - unipolar impedance was 270 ohms, and the bipolar impedance was less than 100 ohms. The lead remains in use. No patient complications have been reported as a result of this event.